Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis and continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient would begin treatment with gentamycin intraperitoneally for two doses (dosage and frequency not reported) for the peritonitis event. Dianeal therapy was ongoing. After three days of hospitalization, the patient was discharged. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.